Event description:
It was reported that a couple of time the patient¿s refills were scheduled too close to when he was going to run out of drug and it ¿shut of¿ and the patient went through withdrawal. It was reported that the pump was used to infuse hydromorphone, clonidine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8731, lot # b005308n20, implanted: (B)(6) 2003, product type catheter. (B)(4).